Event description:
It was reported by the patient that the patient activator is "no longer working." The batteries were changed and "nothing seems to work." A new patient activator was ordered and sent to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.